Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "hot to the touch" during routine testing. There were no injuries or medical intervention reported. There was no add'l info provided.